Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator noted. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 162 mg/dl. The customer was playing golf when the pump alarmed with a button error; he was not operating the pump at the time of event. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.